Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer therefore manufacture and expiration dates unknown. The surgeon removed a piece of material from the patch and sent it to synovis for evaluation. Evaluation of the product is in process. A supplemental report will be filed once the evaluation is complete. It is unknown what the date of the original surgery was and what actual date the event was found.

Event description:
Patient with a lengthy and challenging medical and surgical history had 10 x 16 veritas collagen matrix patch implanted for repair of ventral hernia in 2007. Patient has a history of risks associated with bleeding, infection and 14 previous abdominal surgeries. Surgery was performed without difficulty. In four months later, patient underwent CT scan where a re-herniation was found. Surgeon states that the veritas was still visible but it appeared to have stretched and thinned. Surgery was performed on the following month, where the veritas was explanted and a small sample sent to synovis for evaluation. Surgeon implanted two flex hd patches and indicated that he felt that any biologic would fail due to the patient's abdominal wall.